Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. A device history record (DHR) review did not reveal any issues regarding the affected work orders for final/packaging and sub assembly lots that could have contributed to the reported event. There were no similar complaints of white particulate from this work order. Although a review of the complaint history confirmed complaints of the white contaminants attributed to manufacturing non-conformance, the type and source of the contaminant for this complaint could not be determined without a returned product evaluation. During manufacturing, the sapien valves are 100% visually inspected for proper leaflet assembly, skirt attachment, and frame-valve assembly under 8x magnification per procedures. All sutures are inspected for correct placement and number of stitches. Any frays and loose/slack sutures are not acceptable. Prior to final packaging, a 100% visual inspection is performed per procedures to look for foreign materials on the valves as well as inside the jars. These inspections make it unlikely that the contaminant was introduced during manufacturing or originate from the sutures of the valve. The complaint could not be confirmed, and no labeling inadequacies were identified. Review of complaint history did not reveal that the occurrence rate exceeds control limits for this failure mode. Therefore, no further corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, after opening the jar of the valve, an extra fiber hanging across the valve area was not noticed. The valve was removed from the jar to continue inspection, however, the fiber remained. The valve was placed back in the valve jar to be returned. Further investigation revealed that the extra fiber hanging appeared to be inherent and may have been from the stitching.